Event description:
A patient's sister reported that following bilateral intraocular lens (iol) implant procedures, the consumer was experiencing blurred vision and double vision. Add'l info was rec'd from the surgeon informing that the consumer also experienced swelling of the corneal flap. Neither unplanned medical intervention nor surgical intervention was performed. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records were reviewed and the product met release criteria. No other complaints were reported for this lot number. The cartridge/handpiece/viscoelastic combination is not approved for use with the associates lens model. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. (B)(4).